Event description:
It was initially reported to boston scientific corporation that a wallflex biliary partially covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. The indication for the stent placement was treatment of a malignant stricture in the right hepatic branch. Reportedly the stricture being treated was located very high and was very tight. According to the complainant, the wallflex biliary partially covered stent failed to deploy. The procedure was completed using three plastic stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which found the outer sheath broken at the guidewire access port.

Manufacturer narrative:
(B)(4) for the evaluation findings of outer sheath broken at the guidewire access port. Initial examination of the returned device noted that the stent was fully mounted. The outer sheath was retracted by approximately 1 mm. The clear section of outer sheath was broken at the guidewire access port, slight stretching was noted at the break site. The proximal portion of the sheath was retracted by approximately 45 mm. Examination of the inner shaft noted that it was kinked and twisted for a distance of 47 mm. A bend was noted in the stainless steel shaft. It was possible to retract the deployment handle fully and move the distal portion of the sheath proximally in order to deploy the stent. Examination of the deployed stent found no anomalies. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.